Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was severed 110 millimeters (mm) from the terminal pin. Two segments were returned and an extracting stylet was found stuck in the tip segment of the lead. Set screw marks were noted on all terminals. There were multiple cuts in the insulation and in one cut, the conductors were looped out through the hole. The rate-sense (rs) conductor coils near the tip were also noted to be extremely stretched. The distal end of the proximal spring electrode was separated from the lead body insulation and medical adhesive was noted. There was blood/body fluid in the lumen and it was indicated that the tip has been pulled inside of the tip lined molding. A resistance test was completed to assess lead electrical performance which produced normal measurements. Detailed analysis showed a trilumen insulation webbing damage in the area of the second suture tie down 465 mm from the terminal pin, most likely in the area of the clavicle/first rib. The inner insulations appeared intact and as no issues were reported, the damage was most likely only cosmetic at this point. Tissue with calcification was also noted in some places on the proximal and distal spring electrodes. Laboratory analysis confirmed that there was tissue on the lead¿s proximal and distal electrodes; however, it was unable to reproduce the infection observation.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.